Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose level at the time was 134mg/dl. The customer was advised that the device would have to be replaced and returned for analysis.